Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the needle on sensor was broken. The blood glucose level was 170 mg/dl at the time of incident. The product will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found insertion needle bent inside hub assembly. Unable to confirm customer received sensor in said condition due to customer returned opened/used